Event description:
It has been reported to philips that the system does not boot up. The device was not in clinical use. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips received a complaint that indicating there is a malfunction in the system bootup. The philips remote service engineer (rse) inspected the system by taking remote and confirmed that backup software disc was malfunctioning. Philips rse examined the system by remote analysis and determined that system boots without any issues as they makes some changes in setting. Rse confirmed the closure of the application .after rse closure of the application, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.